Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the evaluation findings are as follows: the universal cord had coating peeling; the connecting tube had a wrinkle; the connecting tube had discoloration; the connecting tube was snaking; the adhesive on the bending section cover and the light guide lens were cracked; the adhesive around light guide lens and the adhesive around the objective lens had corrosion; the objective lens and the plastic distal end cover had a chip; the plug unit, the switch box and the grip had a scratch; the scope cover was deformed; the suction cylinder and the air/water cylinder had no color and the forceps channel port had a dent. Due to wear of the lock engagement lever, the upward/downward angulation control knob could not be locked securely; due to damage on bending tube, return angle from bending of the bending section did not meet the standard value and due to wear of angle wire, the bending angle in up direction does not meet the standard value. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited the air/water cylinder and air/water tube had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It is unknown if the reprocessing steps at the material residue point were deviated from the instruction manual. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient reprocessing. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.